Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported there was a return of pain. Attempted lead revision after 1x8 percutaneous lead that is still implanted migrated 1 vertebral body down. During attempted revision patient began aspirating waking up from anesthesia. Dr. (B)(6) had began to place a new 1x8 had began to explant extension 1x4 old lead. Procedure was aborted due to the patient aspirating before complete explant of 1x4 lead or placement of new 1x8 percutaneous lead. Rep reported they aborted lead revision explant of extension as well as "opened, but not implanted" of percutaneous lead. Dr. (B)(6) said he is planning to schedule patient to attempt again in the future.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 748925 lot# serial# (B)(6) implanted: (B)(6) 2004 explanted: (B)(6) 2024 product type extension product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 748925, serial/lot #: (B)(6) , ubd: 17-jan-2008, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6) , ubd: 05-nov-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.